Event description:
Complainant alleged that while attempting to defibrillate a patient the device failed to discharged via electrode pads. The user switched to defibrillator paddles and the device discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated the the electrode pads were disposed of and are not availble for evaluation.